Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed at the distributor. The reported problem (adjust belt messages, service code 204 (belt/monitor unusable)) has been confirmed.  Upon investigation the electrode belt failed incoming testing. The cause for the failure was isolated to corrosion on j702, j703, and j704 connectors on the distribution node, jst connectors on the ECG "a" and "b" cable, ECG "c" and "d" cable, and the trunk cable. The root cause for the corrosion was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt and service code 204 messages (belt/monitor unusable).